Event description:
Symptoms/ae: infected pseudoaneurysm requiring debridement. Time of symptoms: after vessel closure. The following event was noted though a periodic article review. A patient experienced an infected pseudoaneurysm in the groin following arteriotomy closure with the prostar device. The patient underwent tissue debridement and had an open groin wound that healed completely without any further adverse events. No additional information was provided.

Manufacturer narrative:
This report involves a case report noted in an article. No device was available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: hasan h. Dosluoglu, md, et al: "total percutaneous endovascular repair of abdominal aortic aneurysms using perclose proglide closure devices" (j endovasc ther 2007; 14:184-188).